Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a lead fracture was observed via x-ray. An increase in impedance was also noted. No further information is available at this time.